Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the jagtome rx 44 broke when they first bowed the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the jagtome rx 44 broke when they first bowed the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 along with the preloaded guidewire were analyzed, and a visual evaluation noted that the working length was free from obvious kinks and bends. There were no problems found with the guidewire. The device was observed under magnification, and the cutting wire was in good condition. A functional evaluation was performed by actuating the handle, and the distal section bowed without any problems, indicating that the wire was not broken. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was not broken. The device did not have any visual damage, during functional inspection the device was able to bow indicating that the wire was not broken. The unit returned did not show evidence of either the alleged problem or any defect that could have contributed to the event reported. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.